Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was examined per facility procedure and was found to be visually conforming. A functional penetration test was performed which also was conforming. The sample was inspected for foreign material and though no particulate associated with the manufacturing or packaging processes were noted, this was an opened returned sample. All sample evaluation results were determined to be conforming to product specifications. The final customer lot was identified. One component knife lot was used to make up the final lot. A review of the device history records (DHR) has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the sixth complaint received against the reported final lot. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4)

Event description:
A nurse reported that a knife was dull and left residue during surgery. An alternate knife was obtained in order to continue the procedure with out delay. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).